Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7144710.

Event description:
It was reported that the patient had a spinal fluid leak and a severe headache. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had a spinal fluid leak and a severe headache. The patient underwent an explant procedure. Additional information was received that all components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.